Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urgency frequency and urinary/bowel dysfunction. It was reported that they hadn't been able to get connected to their ins to check their el igibility for about the last 3-4 days. The patient said it was really difficult to find the implant to connect. They said they felt they were doing well enough with their symptom relief but they thought maybe they needed to increase the stimulation a little bit or switch to a different program because they had still been having trouble with their bowel problems and they thought maybe if they raised the stimulation a little bit or changed to a different program, it may make a difference. The patient stated they were on program 6 at 1.7 ma and they had been doing fine and they thought they shouldn't have messed with it because it seemed to be doing enough for their symptoms however 3-4 days ago they connected to their ins settings and switched to program 7 but then they lost connection and couldn't get connected again and couldn't access their MRI mode to see their eligibility. Patient services reviewed external device function as well as the possibility of potential emi interfering with their connecting and the patient commented that they were close to their tv and a router and that perhaps previously they hadn't been able to connect due to the emi interference because on the call, they were able to successfully connect to see their setting. They were on program 7 and the therapy was off. External devices were functioning as intended. Patient said they almost wanted to get a tattoo where they needed to put the communicator so the ins would be easier to find in the future but noted they would be sure to stay away from any emi in the future. Patient services reviewed therapy expectations and programming considerations with the patient and the patient was able to switch back to program 6 and increased the stimulation to .6 ma where they felt it comfortably in their bike seat area. Patient said it may have been too strong before when it was at 1.7 because they really felt it at that level but now it was comfortable. Patient was able to activate MRI mode to see they were mr conditional full body scan eligible and then deactivate and then end their session. Patient said they were concerned they wouldn't be able to connect when they went for their MRI on saturday so patient services provided patient with the technical services number for the clinic to call if needed. The troubleshooting steps that were taken on the call resolved the reported issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.